Manufacturer narrative:
Siemens was contacted by the customer who reported an accuracy shift high with lot ga3197 hemoglobin a1c (hb1c). The technical service consultant (tsc) evaluated the customer's calibration reports and determined the discordant hemoglobin a1c (hb1c) results were caused by the operator using incorrect calibrator bottle values. The issue was resolved when the customer re-calibrated using the correct calibrator bottle values. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant falsely elevated hemoglobin a1c (hb1c) patient results were obtained on a dimension exl instrument. The results were reported to the physician(s) who questioned the elevated results. The samples were repeated after the customer re-calibrated with the correct bottle values and corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant high hemoglobin a1c (hb1c) patient results.